Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 23-jul-2025, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported they felt discomfort in their "paddle and battery area" a "couple of days" after their oct (optical coherence tomography) scan (that was done last wednesday) of their eyes. Pt wanted to know if the oct scan caused the discomfort (pt mentioned oct used light waves). Pt mentioned the stimulator was still working, but was worried the sensation they felt was different than before and was concerned the oct damaged the battery. The patient was redirected to their healthcare provider to further address the issue.